Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate has been known to cause or contribute to pt injury previously. Device issue failure to deflate. It was reported that the target lesion was in the lad. Pre-dilatation was performed and the xience stent was deployed at 14 atm. At this time an attempt was made to deflate the balloon, but it would not deflate. A syringe was used in an attempt to deflate the balloon, but it still would not deflate; therefore, the stent delivery system (sds) was removed, with the balloon inflated. There were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4): results code -product performance engineering was unable to determine a definitive root cause for the deflation issue and shaft damage. Eval summary: qa analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and on the entire length of the shaft. There was contrast in the inflation lumen and balloon. The stent implant was not returned. The balloon was partially inflated with contrast and air. There were four kinks in the shaft, 21.5, 23, 52, and 81 cm distal to the strain relief tubing. The outer member was stretch in two locations, 49.5 cm for a length of 4.5 cm and 65 cm for a length of 1.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The overall length of the sds met mfg criteria. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used in an attempt to measure the deflation times but once inflated the balloon did not deflate due to the kinks and stretched outer member. Product performance engineering reviewed the incident info and analysis of the returned product. The analysis of the returned xience sds is consistent with preparation and usage. It was confirmed that the balloon was partially inflated with contrast and air. In an attempt to measure the deflation times, a new indeflator was used to inflate the balloon; however, due to four kinks in the shaft and two sections of stretched outer member, the balloon could not deflate. Although there was no damage observed prior to use, it is possible that manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, shaft damage/kinks could occur and thus contribute to the failure to deflate. The anatomical condition was not reported and the indeflator used during the procedure was not returned for eval, which may have assisted in the determination of a conclusive cause of the failure to deflate and the shaft damage/kinks. A review of the product lot history records did not reveal any non-conformance material reports issued for this lot that could have contributed to the incident and all on-line inspections and testing met mfg criteria. In this case, the failure to deflate, stretched outer member, and subsequent shaft kinks appear to be related to the operational context of the procedure, however, a definitive cause cannot be determined. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a qc audit inspection is used to verify the product quality. This MDR is considered closed by the product performance group.